Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/01/2016 that the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. It was reported that the patient used an alternative blood glucose testing site. Labeling indicates: alternative site bg values from your arms, palm of your hand, etc., may be different and less accurate than your fingerstick bg values. Using alternative for calibration might affect sensor performance, resulting in you missing a severe low or high glucose event. At the time of contact, no injury or medical intervention was reported.